Event description:
(B)(4). Alarm for air in set: info received from the (B)(4) health authority: a pump keeps alarm for air in infusion set, even though it has been primed several times. Ended up that pump was changed. Pt was treated for something like incipient high pressure pulmonary edema and nitroglycerine. Imp ref # 2523676-2013-00295.

Manufacturer narrative:
(B)(4). A f/u report will be provided when the investigation results become available.